Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, emergency services were called and the customer was taken to the emergency room due to a high blood glucose (bg) level. Bg value not provided. The customer was treated with manual insulin injections to address bg. Additional information was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.